Event description:
One endeavor sprint drug-eluting stent was implanted in the proximal lad. Patient was asymptomatic / free of symptoms at the 30 day follow up stage. An acute non-stemi is reported to have occurred, approximately 6 months following the index procedure. Patient presented to the emergency department with intermittent chest pain, which had worsened over a period of a week. Cardiac enzymes were positive. The investigator has indicated that the target lesion was involved and that the event was related to the study stent. The location of infarction was anterior. The investigator assessed the event as a non-q-wave mi. A stent thrombosis of the proximal lad is reported to have occurred on the same day as the reported mi. Stenosis diameter was greater than 70%. Associated clinical signs and symptoms were angina, mi and ischemic ECG changes. It is reported that a repeat angiography was performed due to this event. Angiography showed mild proximal plaque disease prior to patent lad stent with mild instent restenosis before a critical plaque stenosis (culprit lesion). It is reported that a revascularization was performed as a result of this event. Patient was taking asa and clopidogrel / ticlopidine 24 hours prior to the event. Patient was asymptomatic / free of symptoms at the 6 month follow up stage.

Manufacturer narrative:
Evaluation code, results: (stent thrombosis, mi). (Secondary intervention).